Event description:
We have had numerous issues with the dexcom g7 sensor. It has provided false readings to our monitors and to his insulin delivery pump. The biggest issue happened twice in one week. The first indicated a high glucose reading, over 400, when in fact his glucose was dangerously low, under 60. This was verified with a manual blood glucose meter. The second issue happened in the early hours, after midnight. The dexcom sensor indicated an urgent low, 44 and dropping fast. We quickly gave a low sugar treatment of juice to raise his glucose to a safe level. Moments later the sensor gave another low reading. We tested his glucose to find that it climbed to over 430 on a manual glucose meter but indicated under 139 on his dexcom sensor. That is a very unsafe range of accuracy that could have had devastating consequences if we did not have a manual meter. In addition to these false readings, we have had to replace 4 sensors due to failure in a very short period of time. This is also verified by numerous contacts with dexcom for support. There are issues with this sensor and an investigation needs to be conducted. The safety of children and adults is at risk because of these defects. We have video evidence showing these false readings. Reference reports: mw5172206, mw5172208 and mw5172209. Pt code: 1912, 1905. Device code: 1535, 2588. Refer to add'l documents in i2k.